Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a follow up in clinic on 3 feb 2021 with a dislodged right atrial lead. The patient's lead was explanted and replaced on the same day. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the dislodgement was first discovered during the post operation check after implant. Increased capture and loss of sensing of p waves was also noted. A chest x-ray was also performed which confirmed that the lead had become dislodged in the right ventricle.